Manufacturer narrative:
It was reported that a 60¿s -year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. The device evaluation was completed 28-sep-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and a evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf (bidirectional) catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 06-sep-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that there was no temperature reading displayed on the smartablate generator for the thermocool® smart touch® sf bi-directional navigation catheter (lot #: 30579809l). The catheter cable was replaced without resolution. The cable connecting from the smartablate generator to the patient interface unit was replaced without resolution. The catheter was replaced and the issue resolved. The smartablate generator is operating per specifications and is not responsible for the product issue. The procedure was continued. After, during the procedure, a pericardial effusion was noticed. There was a drop in blood pressure on the patient. The pericardial effusion was confirmed by intracardiac echocardiography. The medical intervention provided was a pericardiocentesis and 1200 cc of fluid was removed. The pericardial drain was left in the patient, to be removed the next morning. The physician does not know what caused the issue. No high force was noticed with the catheter and there was no steam pop noticed in the patient. The patient was reported to be in stable condition. This adverse event was discovered during use of biosense webster products. The physician is unsure how this event occurred. Pericardiocentesis was performed with a drain left in overnight. Patient outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event as the patient stayed an extra day in the hospital. The patient is on eliquis. A transseptal puncture was performed with a cook transseptal needle. Prior to noting the cardiac tamponade ablation was performed. No evidence of a steam pop. The event occurred during the ablation phase. Irrigated catheter was used in the event and the flow setting: 15 cc/min. No error messages were observed on biosense webster equipment during the procedure. Force visualization features: graph, dashboard, vector & visitag with the visitag module parameters for stability: 3mm 3 sec 25% 3grams or more tag size 3 mm with respiratory gating and tag index. The no temperature issue under thermocool® smart touch® sf bi-directional navigation catheter (lot #: 30579809l) was assessed as a not MDR reportable. The ablation cannot be performed since there is no radio frequency energy applied. The most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Since this event is life threatening and required surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure; is to be considered serious and MDR reportable under the thermocool® smart touch® sf bi-directional navigation catheter (unknown lot #).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 12-oct-2021, observed a correction to 3500a follow-up #1 as the lot # field was not populated. Therefore, field ¿d4. Lot¿ has been processed.